Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 516 mg/dl while wearing the pod between 4 and 24 hours. The patient mentioned that the site was red, itchy, and irritated, having some drainage. It was also reported that there was a "transmitter not found" alarm on the pod but realized that the pod and cgm were to far apart. The patient was treated with IV fluid and insulin via pen. The patient was released the same day. The pod was worn when seeking medical attention. The patient disposed of the old pod.